Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and lens was observed to be incorrectly positioned within the cartridge. The lens was returned advanced to the nozzle entry area of a company iii (d) cartridge was returned. Inadequate viscoelastic was observed. The lens was pressed up against the roof of the cartridge. The leading haptic was misfolded under the lens. The trailing haptic was extended. The cartridge has no evidence of placement into a handpiece. The company iii (d) cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A photo was provided. The photo showed a company iii (d) cartridge on a white background. A small amount of viscoelastic was visible at the tip. A yellow single-piece lens was visible advanced to the nozzle entry area. The lens was misfolded, pressed up against the roof of the cartridge. The leading haptic appears to be misfolded under the optic. The trailing haptic was extended back. The lens position would indicate a plunger underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. The root cause appears to be related to a failure to follow the IFU. The lens was pressed up against the roof of the cartridge. The leading haptic was misfolded under the lens. The trailing haptic was extended. Inadequate viscoelastic was also observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Topcoat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a defective lens; iol was stuck in cartridge. Additional information has been requested and received stating that the event occurred during procedure. The procedure was completed with a new lens. There was no patient contact.